Event description:
On 26-jan-2026 it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels reported as greater than 991 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital, treated with IV fluids and exogenous insulin, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids and exogenous insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no pump hardware malfunction identified. Device data demonstrated repeated cgm transmitter communication issues and highly variable glucose values prior to hospitalization, followed by prolonged hyperglycemia. Clinical assessment indicates the cgm sensor was likely failing and providing inaccurate glucose data, which would have limited insulin delivery by the ilet. Based on available information, a device-related issue associated with cgm performance cannot be excluded. If additional information becomes available, a supplemental MDR will be submitted.